Event description:
It was reported that the patient presented to the clinic during remote follow-up. Upon review, the right atrial (ra) lead exhibited low pacing impedance. On (B)(6) 2022, the asymptomatic patient presented for a follow-up in clinic. Upon interrogation, the pacing impedance of the ra lead was within normal range. No intervention was performed. The patient would continue to be monitored. The patient was in stable condition throughout.